Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, while the device was used for ligation of the cystic duct, clips disengaged into the cavity of the patient and were retrieved. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. There were no visual abnormalities noted during the evaluation. The instrument was engaged in the end of firing safety interlock. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, while the device was used for ligation of the cystic duct, clips disengaged into the cavity of the patient and were retrieved. They took another device to resolve the issue and complete the case. There was no patient injury